Event description:
The customer reported that the sensor showed 77 mg/dl when the blood glucose reading was actually 38 mg/dl. The customer was treated with a shot of glucagon. The blood glucose was brought up to 58 mg/dl but the sensor showed 90 mg/dl. The customer was advised that the sensor readings should be close, but rarely match due to how glucose travels through the body and that larger differences occur after meals or bolus deliveries. The customer was advised on calibration and insertion techniques. The customer also reported a high blood glucose reading of 442 mg/dl. The customer treated with a bolus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.